Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The manufacturer's field service engineer (fse) performed troubleshooting. The flow sensor testing passed but was on the high side for air and oxygen. The fse recommended that the flow sensor assembly be replaced. The customer replaced flow sensor and the issue was resolved. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the oxygen accuracy test failed (when set to 100=80; 60=46). There was no patient involvement.